Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the artic sun device had a control panel and that was showing a corrupt file directory and was asking to run a check disk and biomed explained it was a faulty hard drive and would need to replace the control panel. Biomed said they would order and replace for themselves.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the artic sun device had a control panel and that was showing a corrupt file directory and was asking to run a check disk and biomed explained it was a faulty hard drive and would need to replace the control panel. Biomed said they would order and replace for themselves.